Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. Device soaked in a heated waterbath for 2 days due to solidified contrast material. The balloon was loosely folded and there was heavy contrast in the balloon and lumen. There were kinks 1cm and 10.1cm proximal of the port weld/exit notch. An inflation device filled with water was used to inflate the device to nominal pressure, however; water was streaming from the balloon material. Microscopic inspection of the balloon revealed a tear in the balloon material 1mm long, 11mm from the tip of the balloon. Microscopic inspection of the markerband and proximal bond found no evidence of damage or irregularities. Microscopic inspection revealed damage to the tip of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. A 15mmx3.00mm nc quantum apex¿ mr balloon catheter was advanced to dilate the target lesion. However, upon the third inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. A 15mmx3.00mm nc quantum apex mr balloon catheter was advanced to dilate the target lesion. However, upon the third inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.